Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed high capture thresholds, loss of capture (loc) and under sensing. The ra lead was repositioned and remains in service at this time. No additional adverse patient effects were reported.